Event description:
It was reported that a new ilet user experienced hyperglycemia with a sensor-reported blood glucose of 396 mg/dl that was confirmed by fingerstick at 343 mg/dl, while the dexcom g7 sensor showed a downward trend and the contact detach steel infusion set was in use. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention, no emergency treatment, and no hospitalization. Troubleshooting and education were completed with guidance to perform a confirmatory fingerstick and change supplies if the elevated reading persisted, and the agent noted that the infusion site appeared functional given the downward trend. Investigation included technical review through customer support troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that device function could not be confirmed beyond trend observations. It was concluded that the event involved hyperglycemia with an undetermined cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.